Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the device didn't seem to be working right now. The caller said the patient had been wetting their pants for several days and the symptoms had been progressively getting worse. The caller was on program 7 and the power level was 3 or 4. Now it will only go to 0.4 and won't go above that, caller reported seeing a message that said the system is operating at max settings. The caller said they tried all the programs and on program they were able to increase to 1.0 then got the max settings message. When the caller tried program b again they got the max settings message at 0.9. The patient couldn't feel anything. They had an MRI more than a month ago and the device was working fine. They also had a nerve test in their hands and feet. Reviewed max settings message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the max settings message and not being able to increase settings was unknown. When asked what steps were taken to resolve the issue, the hcp stated they saw the device on 2025-feb-19. The hcp stated it was unknown if the issue was resolved. The hcp stated the cause of the patient not feeling anything was unknown, and it was unknown if the issue was resolved.